Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the verbatim: it was reported that clinician and/or any patients have encountered leakage with the bd pressure rated catheter extension set. Verbatim: clinician experienced: leakage of fluids (not contrast media and not during power injection), leakage of contrast media (during power injection), during direct injection of fluids. Please see attached excel sheet for additional information.

Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer stated that they experienced leakage during injection of contrast fluids with the bd pressure rated catheter extension set. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
No additional information.